Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.5x38mm xience skypoint stent delivery system (sds) was prepared per instructions for usre (IFU) when the stent came off with the protective sheath as it was being removed. There was no unusual resistance reported during sheath removal. The device was not used. Another xience skypoint stent completed the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The tech reported that he found the stylet hard to remove and probably pinched it a little more aggressively than other stents during sheath/stylet removal. It should be noted that the xience skypoint, electronic instructions for use (eifu) states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product, and replace with another. Additionally, it was reported the stent delivery system was inserted into the patient and while looking on x-ray it was discovered there was no stent on it. They looked around the table and couldn't find the stent itself and also looked in the patient's body. The stent was discovered in the trash can. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use, states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined; however, a stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or preparation of the device may have contributed to the reported stent dislodgement in addition to the observed material deformation (stretched stent); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. H6: medical device problem code 2017: excessive force added. H6: medical device problem code 2017: failure to follow steps / instructions added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6: health effect - impact code 2645 removed, 2199 added.

Event description:
It was reported that the 3.5x38mm xience skypoint stent delivery system (sds) was prepared per instructions for use (IFU) when the stent came off with the protective sheath as it was being removed. There was no unusual resistance reported during sheath removal. The device was not used. Another xience skypoint stent completed the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. Returned device analysis identified that the balloon was loosely folded. The account confirmed that the delivery system was inserted into the anatomy and while looking on x-ray, it was discovered there was no stent on the balloon. The stent was then noted to be in the trash can with the protective sheath. It was noted that the protective sheath was hard to remove and probably pinched it a little more aggressively. There was no adverse patient effect. No additional information was provided.